Event description:
It was reported that (1) device was used during a laparoscopic gastric bypass. It was reported by the rep that the surgeon fired tsb45 stapler and had excessive bleeding. Was able to stop bleeding, but noticed the staple line had fallen apart. The device was discarded. In 2000 received message from rep. There was not much blood loss (it was unknown how much), just minimal around staple line. The surgeon "oversewn" overstitched laparoscopically to complete the case. No further consequence to the pt. The pt is fine.